Event description:
Leaving material behind in my vagina [foreign body in reproductive tract] loose fibers at the tips of them. Leaving material behind- tampon [device breakage] case narrative: consumer reported via email that the tampons have loose fibers and are leaving material behind. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation